Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's flow sensor, system bord, internal battery, 3-way solenoids and active exhalation control module were replaced to address the issues.